Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious and working in the garden at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were not pressed during the event. As reported, the patient could not push the response buttons due to an existing problem with the monitor pins. The patient had reported the issue with the monitor pins prior to the event and was scheduled to receive a new monitor the following day. The patient received medical attention after the event. No injury was reported from the treatment. The patient continues to use the lifevest.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Awaiting return of equipment.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious and working in the garden at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were not pressed during the event. As reported, the patient could not push the response buttons due to an existing problem with the monitor pins. The patient had reported the issue with the monitor pins prior to the event and was scheduled to receive a new monitor the following day. The patient received medical attention after the event. No injury was reported from the treatment. The patient continues to use the lifevest.

Manufacturer narrative:
Monitor and electrode belt were returned to distributor for evaluation. Device evaluation of the monitor has been completed by the distributor. The reported treatment event was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatment. The monitor has damaged lcd touchscreen. No issue identified with the guide pins. The root cause for the damaged lcd touchscreen was physical abuse. Device evaluation of electrode belt has been completed by the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatment. The monitor and electrode belt have not been returned for evaluation. Awaiting return of equipment.